Event description:
The customer stated that she has been treated by paramedics twice due to hypoglycemia. During the most recent event, the customer's reported blood glucose reading was 34 mg/dl, and she was treated with a glucagon injection. Troubleshooting was performed and found that the history files and programming in the insulin pump were correct. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.